Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Based upon the information provided and an evaluation of the instrument, it is unknown what caused the discordant troponin ultra result. The fse replaced the reagent syringe, reagent probe, sample probe, adjusted the voltage and cleaned the luminometer. The fse ran calibrators and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur cp troponin ultra result was obtained on a patient sample. The result was reported and questioned by the physician. The sample was retested and a corrected report was issued. There was no patient intervention or adverse health consequences due to the discordant troponin ultra result.